Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# :(B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that after a pump replacement surgery the patient was is in a lot of pain right now and all her oral pain meds were taken away because she was taking wine with her pills. No further complications have been reported as a result of this event. Additional information received from a consumer reported the patient was having increased pain and was found to have a catheter kink. It was noted the catheter was revised. No further information was provided.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the cause of the catheter kink was unknown and that the healthcare provider indicated that he put in a larger lopp this time. No further complications have been reported.